Event description:
The suspect tablet serial adapter cable was received by the manufacturer for analysis. However, analysis has not completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet was receiving programming errors. Troubleshooting was performed by a company representative who identified that the usb cable was loose. A new usb cable was provided to the physician which resolved the issue. The loose serial cable has not been received for analysis to date.

Event description:
Analysis of the tablet serial cable was completed. During the analysis, it was identified that the serial cable was unable to establish communication between a known good tablet and generator. The cause for the reported anomaly is associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.